Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on january 14, 2007, and alleged that her meter was reading inaccurately high. The patient reported three separate hypoglycemic events that occurred on 3 day in 2007. At each event, she stated that she would test on her meter and obtain a result in the 200 mg/dl range. She could not state any specific symptoms at the time, but did report she felt "strange". Each time, approximately 30 to 45 minutes later, she began to feel shaky and weak. She passed out during the event. The paramedics obtained a result of less than 20 mg/dl on first day, 22 mg/dl on snd day, and 32 mg/dl on third day. She was taken to the hospital and treated for low blood glucose each time. Two days later, while at dialysis, she performed a comparison with her meter to the hospital meter. Her meter read 169 mg/dl and the hospital meter read 258 mg/dl. She did not received any treatment at the time. She went home and took her pre-meal dose of insulin. After the hospital visit, her nighttime lantus dose was decreased from 10 units to 6 units. The patient's sliding scale was not adjusted. The testing technique was correct, however, the technique for cleaning the puncture site was not correct. The patient did not have control solution to troubleshoot. This complaint is being reported, as on several occasions the patient reported suffering hypoglycemic events after taking her insulin based on the meter results. The patient's insulin dose was lowered after the hospital event, which suggests she might have been taking too high of a dose. A replacement meter has been sent.